Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, on the axsym analyzer. The abbott customer technical advocate advised the customer to check the probe and the volume of the dispensers 1 and 3, then decontaminate the mup. The customer was also instructed to centrifuge the calibrator prior to use which resolved the issue. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.